Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. In addition, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. A supply change was performed resolving the issues. Customer¿s blood glucose level was between 200-210 mg/dl.